Event description:
It was reported that there were 3 episodes of a portex® epidural catheter kinking upon insertion; and, hence, not able to inject down it. One patient had to return to the theater for a second procedure to see if they could locate the catheter tip. This complaint is reportable for serious injury as it required surgical intervention to preclude permanent impairment or damage to a body structure. This complaint represents the 3rd catheter where the patient had to return to theater.

Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good condition. Cassette was attached and reported complaint was not verified. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm was not recognizing cassette when attached.

Manufacturer narrative:
Date of event.